Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The infusion set and cartridge were changed. Blood glucose was over 600 mg/dl. Pump and syringe boluses were used to address bg. As the occlusion alarms had occurred in the past, tandem technical support could not determine a cause of the occlusions.